Manufacturer narrative:
The insulin pump alarmed during the prime test and alarmed motor error alarm during the basic occlusion test due to loose protruded drive support disk. The motor was tested outside the device and passed. However, the insulin pump passed all operating current test and no failed battery alarm during test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's health care provider reported via phone call that the insulin pump alarmed failed battery test after replacing the battery cap and battery. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.